Manufacturer narrative:
(B)(4). Concomitant medical products: item: persona femur posterior stabilized, catalog number: 42500606801, lot: 62671565. Item: persona tibial, catalog number: 42532007901, lot: 62626699. Item: persona all poly patella, catalog number: 42540200038, lot: 62524675. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient who underwent a total knee arthroplasty was revised for gross varus valgus instability approximately 18 months post implantation. Other symptoms present were audible noise and pain. Patient failed extensive conservative treatment including physical therapy, bracing, cane use, and activity modification. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.